Event description:
Reporter indicated the patient had vns generator replacement surgery on (B)(6) 2013. All attempts for further information from the reporter have been unsuccessful to date. All attempts for return of the explanted generator have also been unsuccessful to date. An implant card was received to the manufacturer indicating the generator was replaced for prophylactic reasons.

Event description:
Reporter indicated via clinic notes received to the manufacturer dated (B)(6) 2013 that a patient was experiencing delayed post-recovery time after seizures, and two events of syncope that do not appear to be seizure-related. The patient¿s condition was documented as stable at this time. Surgery to replace the vns generator is tentatively planned for (B)(6) 2013.